Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed would self-run into the trendelenburg mode. No pt impact.